Manufacturer narrative:
The reported event of unable to implant was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right atrial (ra) lead was unable to be fixed in the atrium. The lead was not used and was a new lead was successfully implanted. There were no patient consequences.